Manufacturer narrative:
Our field service engineer inspect the device on site and replace the air gas module to solve the issue, the defective part was returned for further investigation. The provided logs confirm the puc failure during pressure transducer test sequence. The faulty gas module has been checked visually. It was confirmed that there was a vaporized liquid contamination inside the gas module filter chamber. No further inspection needed as liquid substances can affect the gas module pressure transducer functionality or other components and lead to a ventilator malfunction. The source and type of the liquid is unknown. Therefore, no root cause can be established. However, the most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor in the central air gas system/hospital's external compressor. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The air gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).